Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: during procedure, the device became dull and could not cut well. No bleeding. No tissue damage. No unanticipated tissue loss. Nothing fell into cavity.

Manufacturer narrative:
(B)(4).